Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead exhibited high pacing impedance. Upon examining the lead tip, the physician stated that the helix of the lbb lead was damaged. The lbb lead was not used and replaced on (B)(6) 2025. The patient condition was not known.